Event description:
A physician reported that he had performed a core biopsy in may 2004, after which he placed a gel mark cel-u-gel mammotome. The pt subsequently found a palpable lump in their breast. A second core biopsy was performed on 2005, and the pathology report revealed a foreign body reaction. The doctor reported that there was no pt adverse effect.